Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in china. It was reported that the patient suffered from dka seizure or diabetic coma event 14-may-2024. Blood glucose level was 22.2mmol/l. Therefore, patient was taken to hospital for emergency medical treatment. No further information available.